Event description:
On (B)(4) 2012, the patient's mother contacted animas alleging the subject pump was not recording all of the patient's boluses in the history. At the time of the call, the patient's mother reported that on the evening of (B)(6) 2012 the patient tested 'hi' (blood glucose greater than 600 mg/dl). The reporter denied that the patient developed signs/symptoms suggestive of a high blood glucose (bg). The patient was given insulin to correct for the high bg and her bg came down to 288 mg/dl. At the time of troubleshooting, the patient's mother reported that she has watched the patient program boluses with meter remote and watched insulin count down; however, the bolus delivery was not appearing in the pump's history. Review of pump history revealed that the last recorded bolus was delivered on the evening of (B)(6) 2012, via meter remote. Prior to the bolus delivery on (B)(6) 2012, the pump showed a date of (B)(6) 2012. At the time of the call, while the patient was disconnected from pump, the patient's mother programmed a 2 unit bolus from both the meter remote and pump. The reporter confirmed insulin coming out of the tubing each time and also confirmed the boluses did record in the history. This complaint is being reported because the patient obtained a bg greater than 500 mg/dl while on insulin pump therapy. In addition, the alleged issue with the pump not recording the insulin delivery accurately remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2012 with the following findings: the pump black box showed recorded boluses occurring on (B)(4) 2012. A normal bolus and an audio bolus were performed successfully and were recorded accurately in the pump history. The keypad was tested and was confirmed to be responding appropriately to presses with no hypersensitive buttons. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.